Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the knife assembly did not advance fully. The surgery applied another device without pt injury.

Manufacturer narrative:
6/23/1997-supplemental report #1 submitted to FDA.